Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. The screwdriver was broke during inserting the lock bolt at the flexible area. Now it is stuck in the nail. It cannot be removed from the target device.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.